Manufacturer narrative:
Company rep evaluated the unit. Corrections included repairing the cpu board and replacement of the unit's pneumatic tubing. The unit was calibrated and safety tested to factory's specs.

Event description:
Customer reported the accutorr plus monitor shut down, which may have affected pt monitoring. No pt injury was reported.